Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
On an unspecified date, separation on one of the two lines was reported with a 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro. The issue was observed just before connecting the bag to the patient. The therapy was completed by changing the perfusion tree. The drug administered was epirubicine. There was no exposure for the healthcare professional nor the patient. The patient received the full intended dose and there was no report of any human harm.